Manufacturer narrative:
The phacoemulsification machine and handpiece was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of phacoemulsification unit. The fss was unable to duplicate any fluidics or phaco issues that may have caused the corneal burn reported. The handpiece that the surgery center provided to fss to test was found to have impedance errors. The fss advised the surgery center to replace the handpiece. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye. As a result of the corneal burn, the wound required a suture to close the wound. A brief description from the surgery center indicated at the beginning of the cataract procedure, there was no irrigation coming through the tip and resulted in a corneal burn. The patient outcome is expected well. This report is for the phaco handpiece.

Manufacturer narrative:
Manufacturer month and year is 09/2010. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for sovereign phaco handpiece showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.